Manufacturer narrative:
The lot number of the device is unk. Therefore, a device history record review could not be performed. The investigation for this event is underway.

Event description:
It was reported that after the pt received partial breast brachytherapy using the contura mlb device, pt presented with a symptomatic seroma leading to skin and fat necrosis seven months later. Pt underwent adjacent tissue transfer and rearrangement with rhomboid flap five months later, one year after the completion of the brachytherapy.